Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
It was reported that the unit's navigation ring failed causing the settings to jump when trying to make changes. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: 09mar2020. B4: 03apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. The unit passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.